Manufacturer narrative:
The actual device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the image was provided and review, shows a portion of the implant coil outside of the aneurysm and with a stent present next to the portion of the implant coil outside of the aneurysm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil will not be returned for evaluation as it was implanted in the patient, therefore no definitive conclusion can be drawn regarding the clinical observation. Related mdrs for this event: 2029214-2017-01266. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small, ruptured, amorphous aneurysm located in right middle cerebral artery, m1 section, this coil prematurely detached and a previously implanted coil move outside the neck of the aneurysm. It was reported that the physician was trying to introduce the fourth coil in to the aneurysm and when attempting to push this coil, another previously implanted coil moved outside the neck. The physician pulled the coil again, but it detached from the pusher. The distal part of the coil was not able to be re-sheathed, and when attempting to push it with the guidewire, the coil appeared to be engage the distal marker of the microcatheter. The coil did not enter in aneurysm. The physician implanted a stent to hold the coil against the artery wall. The patient experienced left arm weakness and 24 hours after the event the symptom remained.